Event description:
The customer states the following back to back readings on the same device of 392 mg/dl and 186 mg/dl. Control values in range 07/14/2006, but controls were not run prior to testing 07/15/2006. Return requested of suspect device and replacement was sent.